Event description:
On approx (B)(6) 2002 a new sparc sling system was implanted. Info received indicates pt has had extreme pain and erosion of body tissue. Pt has suffered significant mental/physical pain and suffering permanent injury.

Manufacturer narrative:
Original info from a lawsuit filed in the state of delaware. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. Info suggests device has not been removed. No conclusion can be drawn at this time. Should add'l info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent.